Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally noted that the left ventricular (lv) lead had failed to capture prior to being reprogrammed.

Manufacturer narrative:
Concomitant product : 5076-58 lead, implanted (B)(6) 2008.

Event description:
It was reported that the left ventricular lead threshold was high. The lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead polarity was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.